Manufacturer narrative:
The customer had requested that global patient update be switched back to the default setting off. After this configuration change was made the site restarted services to make sure changes took effect. No further action is required.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016 the customer reported that they were experiencing an issue with merging patient demographics. It was found that the global patient update was turned on during implementation at the customer site and would update or merge all patients associated with a single mrn/ipid. Which resulted in patient information to be updated to the incorrect patient in their system when duplicate mrn numbers occur. This issue has a potential to lead to patient information being compromised or overwritten by a new study submission. There was no indication from the customer that there were any patients who were harmed as a result of this issue. Additionally, if global patient update was set to off, patients with the same mrn numbers would not be merged. Reference complaint number (B)(4).